Manufacturer narrative:
Initial reporter email address: (B)(6). Initial reporter fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, visibility and rupture.

Event description:
Healthcare professional reported right moderate implant palpability (not device related), capsular contracture baker grade unknown. Healthcare professional additionally reported right side rupture and exchange from textured to smooth due to the patients concern with the product. The device remains implanted.

Event description:
Device has been explanted.

Event description:
Confirmed rupture and capsular contracture did not exist for the right side.